Event description:
It was reported that high, out of range pacing impedance was observed. There were no adverse consequences to the patient. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.